Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about damaged tip during use. It was reported that there have been cases where the tip of an infusion adapter has been damaged when inserting the adapter into the rubber stopper of an infusion bag. It would have been fine if it had simply broken, but the damaged tip ended up inside the infusion bag.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one unused sample and one used sample along with an IV bag, was provided to our quality team for investigation. Through visual inspection, the tip of the spike connector is observed to have broken off and remains inside the IV bag. The second product returned was evaluated, no damage or other defects were found within the device. Functional testing was completed, inserting the spike connector into the stopper of the IV bag provided. It was noted there was some resistance when attempting to insert the product, the stopper appeared to be smaller, requiring more force to fully insert the spike connector. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including attachment and detachment testing as well as separation force. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information and sample evaluation, we are not able to identify a root cause related to the manufacturing process at this time. It appears the tip broke due to the force required to insert the device into the stopper of the IV bag used. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.